Event description:
It was reported, the pt experienced redness at the ipg site. The pt met with the physician and the pt was prescribed antibiotics. F/u info revealed the pt tested negative for infection. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.